Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.